Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and device breakage ('breakage') in an adult female patient who had essure (batch no. A66681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactation disorder, anxiety disorder, asthma, depression, post-traumatic stress disorder and fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), syncope ("fainting"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), visual impairment ("vision probs"), fibromyalgia ("fibromyalgia"), cervical dysplasia ("cervical dysplasia"), abdominal distension ("bloating"), musculoskeletal stiffness ("body stiffness"), irritable bowel syndrome ("ibs") and carpal tunnel syndrome ("carpal tunnel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, syncope, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, fatigue, migraine, headache, tooth disorder, gastrointestinal disorder, nausea, visual impairment, weight increased, fibromyalgia, cervical dysplasia, abdominal distension, musculoskeletal stiffness, irritable bowel syndrome and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, carpal tunnel syndrome, cervical dysplasia, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, musculoskeletal stiffness, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation uterus, breakage, gen. Abnormal. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, psych injury. Patient need hospitalization coils on left: 2 and right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Bilateral occluded fallopian tubes with essure micro inserts in situ. 2. Retroverted endometrial canal. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received lot number was added. Reporter information, medical history and lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('breakage'), genital haemorrhage ('gen. Abnormal. Bleed') and syncope ('fainting') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), visual impairment ("vision probs"), fibromyalgia ("fibromyalgia"), cervical dysplasia ("cervical dysplasia"), abdominal distension ("bloating"), musculoskeletal stiffness ("body stiffness"), irritable bowel syndrome ("ibs") and carpal tunnel syndrome ("carpal tunnel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, syncope, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, fatigue, migraine, headache, tooth disorder, gastrointestinal disorder, nausea, visual impairment, weight increased, fibromyalgia, cervical dysplasia, abdominal distension, musculoskeletal stiffness, irritable bowel syndrome and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, carpal tunnel syndrome, cervical dysplasia, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, musculoskeletal stiffness, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation uterus, breakage, gen. Abnormal. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and device breakage ('breakage') in an adult female patient who had essure (batch no. A66681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactation disorder, anxiety disorder, asthma, depression, post-traumatic stress disorder and fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), syncope ("fainting"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), visual impairment ("vision probs"), fibromyalgia ("fibromyalgia"), cervical dysplasia ("cervical dysplasia"), abdominal distension ("bloating"), musculoskeletal stiffness ("body stiffness"), irritable bowel syndrome ("ibs") and carpal tunnel syndrome ("carpal tunnel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, syncope, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, fatigue, migraine, headache, tooth disorder, gastrointestinal disorder, nausea, visual impairment, weight increased, fibromyalgia, cervical dysplasia, abdominal distension, musculoskeletal stiffness, irritable bowel syndrome and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, carpal tunnel syndrome, cervical dysplasia, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, musculoskeletal stiffness, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation uterus, breakage, gen. Abnormal. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, psych injury. Patient need hospitalization coils on left: 2 and right: 1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Bilateral occluded fallopian tubes with essure micro inserts in situ. 2. Retroverted endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('breakage'), genital haemorrhage ('gen. Abnormal. Bleed') and syncope ('fainting') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), visual impairment ("vision probs"), fibromyalgia ("fibromyalgia"), cervical dysplasia ("cervical dysplasia"), abdominal distension ("bloating"), musculoskeletal stiffness ("body stiffness"), irritable bowel syndrome ("ibs") and carpal tunnel syndrome ("carpal tunnel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, syncope, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, fatigue, migraine, headache, tooth disorder, gastrointestinal disorder, nausea, visual impairment, weight increased, fibromyalgia, cervical dysplasia, abdominal distension, musculoskeletal stiffness, irritable bowel syndrome and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, carpal tunnel syndrome, cervical dysplasia, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, musculoskeletal stiffness, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation uterus, breakage, gen. Abnormal. Bleed, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event injury was updated to events: perforation uterus, breakage, gen. Abnormal. Bleed, fainting, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, psych injury, fatigue, migraine, headaches, dental probs, gi conditions, nausea, vision probs, weight gain, fibromyalgia, cervical dysplasia, bloating, body stiffness, ibs and carpal tunnel. Essure implant and explant date were updated. Outcome for events fatigue, migraine, headaches, other, dental probs.,gi conditions ,nausea, vision probs and weight gain were resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.